Event description:
It was reported that it was difficult to get the "burr in and out" of the attachment device during an unspecified surgery. There was no delay to the surgical procedure as an identical spare device was available. There was no serious injury and no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.